Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between receiver and transmitter. Patient's father confirmed transmitter ID was correct. Advised patient's father to continue using the existing transmitter with a new sensor. No additional patient or event information is available.